Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.1.2025¿ - 0.0390¿ in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument shed shards from the black shaft when the customer ran a hand alongside it, with fragments sticking to the hand, raising concern this could occur during a surgical case. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: no missing fragments or fragments falling into the patient were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.